Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she changed her set yesterday and she has still been running high. Patient's blood glucose at time of incident was 509 mg/dl. Patient's current blood glucose was 330mg/dl. The customer treated for high blood glucose with bolus. Customer reports they have not contacted their doctor regarding the high blood glucose. The pump was not exposed to high magnetic field. The pump passed displacement test. Customer declined to perform the high pressure test. The customer also saw blood upon removal of old set. Customer states there is blood at the site. Customer states site is not actively bleeding at time of the call. They did not complete troubleshooting for blood at site. The insulin pump will not be returned for analysis.